Event description:
It was reported that during a clinic visit, the health care professional (hcp) reported difficulties interrogating this pacemaker device. It was suspected cause to be due to safety mode. Troubleshooting efforts were attempted however were unsuccessful. Subsequently, a replacement procedure was performed, this pacemaker was explanted and replaced with a new device successfully. No additional adverse patient effects were reported.